Event description:
A malfunction alarm was reported for a customer¿s insulin pump, displaying code malf 16, with the pump being under warranty. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer in switching to multiple daily injections as a backup therapy and arranged for the pump to be replaced, instructing the customer on how to return the malfunctioning device.